Event description:
It was reported that the device showed "connect electrodes" when electrodes were connected. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the therapy cable connector on the biphasic therapy pcb assembly. After replacing the biphasic therapy pbc assembly, proper operation was confirmed and the device was returned to the customer.